Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in a patient with an aortic valve perimeter of 79 mm, it was noted that a bundle branch block may occur due to a septal membrane of 1.8 mm. Upon the initial deployment attempt, the valve depth was at 8 mm on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc). Subsequently, a left bundle branch block (lbbb) occurred. The valve was recaptured into the delivery catheter system twice. Upon the third deployment attempt at a depth of 4 mm on the ncc and 3 mm on the lcc, the lbbb did not improve, and a moderate aortic regurgitation between the right and left coronary cusps was observed on echocardiography. The valve was fully released with the plan to perform a post-implant balloon aortic valvuloplasty to improve the regurgitation. No adverse patient effects were reported.